Event description:
The reporter stated that reporter's spouse's back to back blood glucose test results were 45 and 110 mg/dl. Tests were done in rapid succession, using separate fingersticks. Reporter did not have any symptoms. A control test was not done due to lack of supplies. On follow up, the reporter stated that reporter checks the back of reporter's spouse's test strips for a blue confirmation dot, and reporter described an accurate technique of applying blood. Reporter's spouse stated that reporter had since done a control solution test and had an in range result of 136 (97-145). No harm was alleged.